Manufacturer narrative:
The reported issue is confirmed and based on sample condition it was determined to be a manufacturing related issue. A foreign matter greater than 1/16" and holes not completely perforated were found on the sample. During the visual evaluation a foreign matter was found on the first hole of the flat drain (white part). Also, two drain holes were found to be not completely perforated, one occluded at 25% and other 50%. Each flat drainage must be free of loose flash and fragments. Any perforation partially or totally occluded is not permitted therefore the drain was found out of specification. (B)(4).

Event description:
It was reported that before use, a silicone flash was found on a drain hole. After the sample was received at the manufacturing site, it was determined that one of the drains had silicone material at the first drain hole and two drain holes were not completely perforated and were partially occluded.